Manufacturer narrative:
(B)(4). Investigation results: one expect pulmonary needle was received for analysis. A visual evaluation of the returned device noted that the needle was retracted and the stylet and syringe were not returned. The working length (needle and sheath) was found to be kinked at the distal end of the handle, and the distal end of the needle was bent at approximately 2 cm and 3 cm from the distal tip. Additionally, the aspiration port luer at the proximal end of the handle was noted to be cracked. A functional evaluation of the device was performed by injecting water through the device with a lab reserve syringe. The injected water leaked out at the damaged aspiration port luer. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used to sample nodal station 7 during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, after completing the third pass with the needle, the physician attempted to flush saline through the needle. However, during this flushing, saline leaked out of the device at the aspiration port. The procedure was then completed with another expect pulmonary needle. There were no patient complications reported as a result of this event. The patient's condition at he conclusion of the procedure was reported to be fine. Investigation results revealed that the distal end of the needle was bent; therefore, this is now an MDR reportable event.